Event description:
A patient was treated in continuous veno-venous hemodiafiltration, using a prismaflex hf1000 set and a prismaflex control unit. Quickly after treatment start, the customer noted the presence of air in the return line of the set, even though the air level was allegedly set at the appropriate level in the deaeration chamber. The prismaflex control unit eventually generated the ¿warning ¿ air in blood¿ alarm. When troubleshooting this issue, the customer noted that the luer connector present on the return line (designed to allow the connection of an additional warmer line if needed) was loose, which caused blood to slightly drip outside the blood circuit and air to enter the line. After having tightened this luer connection, the blood leakage and the air intake were stopped and the customer was able to remove air from the return line and to resume therapy for an additional 48 hours. No medical intervention was needed due to the event, and no patient consequence was reported. No additional information is available.